Manufacturer narrative:
Once additional information becomes available, this report will be updated.

Manufacturer narrative:
A ts consultant reviewed the data and confirmed the high thresholds, changes in pacing impedance measurements and noise oversensing. The noise pattern observed in the stored episodes appeared to be from myopotentials. The ts consultant discussed that the evidence suggests a lead issue and to consider a revision as therapy cannot be guaranteed any longer. At this time, the lead remains implanted and in service. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with an increase in pacing thresholds, a decrease in pacing impedance measurements and a decrease in amplitude. No adverse patient effects were reported and there were no reports that the change in measurements resulted in any compromise in therapy. The associated device was reprogrammed to maximum outputs and a longer av delay. The lead remained implanted and in service. Additional information was reported one year later that the pacing impedances had increased and there was loss of capture on this rv lead. In addition, there was oversensing of noisy signals that resulted in inappropriate shock delivery. The physician suspects that the lead has fractured. A save to disk was performed and sent to boston scientific technical services (ts) for further review.